Manufacturer narrative:
The part was visually inspected and the identities of the superior and posterior plates were able to be confirmed. The device is disassembled. The complaint is confirmed. The device history record (DHR) was reviewed. One non conformance report was initiated for incorrect label information concerning the sterilization method. The labels read 'sterilized by irradiation' instead of 'radiation sterilized', which presents no risk to the customer and do not impact this event. The review of the DHR records revealed no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control it was reported that the implant disassembled while being loaded into the implant inserter. The complaint is confirmed. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause of the retention feature failures typically are caused by the incorrect orientation of the implant assembly and the under tightening or over tightening of the inserter.

Event description:
It was reported that the implant disassembled while being loaded into the implant inserter. The device was replaced by an alternate implant and the procedure was completed. There were no known patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the implant disassembled while being loaded into the implant inserter. The device was replaced by an alternate implant and the procedure was completed. There were no known patient impacts.